Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system. Customer¿s blood glucose was 132 mg/dl. Customer stated that insulin pump was able to rewind. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.